Event description:
Physician intended to use a sprinter legend 2.50 x 15 mm rx balloon to treat a 10 mm lesion in the lad vessel. The lad was described as having little tortuosity, moderate calcification and 95% stenosis. The device was removed from the packaging and inspected with no issues identified. No issues were noted during sheath and stylette removal or negative prep. No resistance or issues were identified while backloading the guidewire into the device or during delivery to the lesion. It is reported that the first inflation of the balloon took place in the patients diagonal lesion. The balloon was gradually inflated at 8 atm for 15 seconds. Despite adding more contrast, it was noted by the scrub nurse that the indeflator odometer was not reading any increase in the atm of the pressure and the balloon was not inflating any higher. The physician then noted there was an excess air in the indeflator syringe and attempted to remove the air. A second attempt was then made to inflate the balloon but it was noticed a large bolus of air had entered the lad and diagonal vessel. Air embolism occurred due to the bolus of air. The air embolism was removed with the export catheter. Iapb support was placed in the left femoral along with presser's. The patient was intubated and placed on a ventilator for respiratory support. It is reported the patient left the cath lab hemo-dynamically stable and CPR was performed. When the balloon was removed from the patient the physician placed a syringe of saline to the inflation hub of the balloon. When he injected the hub, the saline leaked out of the rx wire lumen. It appeared there was a leak from the inflation lumen to the wire lumen at the exit wire port. Since the procedure, it has been reported that the patient is doing fine and was released from hospital approximately 1 week after the procedure.

Manufacturer narrative:
Results: related to operational context (procedural related). Conclusions: operational context caused or contributed to the event (procedural related). (B)(4).

Event description:
Evaluation summary: the device was returned for evaluation. The guidewire entry port was slightly ripped. The inflation lumen material was raised and appeared to have been pushed up 7.0mm distal to the guidewire entry port. The corewire was partially bent distal to the site of the lumen damage. Negative prep was carried out on the device and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. Water was seen leaking from the guide wire entry port and the distal tip indicating the presence of a leak on the inner lumen. The outer lumen was removed and visual inspection completed on the inner lumen. A puncture mark and a hole were located approximately 7.0 mm distal to the guidewire entry port. The hole was protruding outwards in a distal to proximal direction. Cine image review: the images confirm the present of the lesion,and also the balloon and stent treatments. Images capturing the introduction of air into the vessel do not appear to have been captured on fluoroscopy. The root cause of the leak in the device cannot be determined based on review of the procedural images.

Manufacturer narrative:
Evaluation results: (root cause could not be identified). No results available since no evaluation was performed (device or procedural images not yet returned for analysis). Evaluation conclusions: (root cause could not be identified). Unable to confirm complaint (device or procedural images not yet returned for analysis). (B)(4).